Event description:
During a laparoscopic gastric bypass procedure, some of the staples in the staple line did not form properly. A like device was used to complete the procedure. There was no pt consequence.